Event description:
It was reported that the pump reset unexpectedly and that the pump was warm to the touch despite being in room-temperature conditions. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 110 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.